Event description:
A customer contacted baxter's technical service center for to report a check final line alarm on their home choice (hc) machine. This event occurred during use, patient connected for last dwell. The home patient (hp) stated he changed out only the final bag in prime and that it got it past prime until this morning. The tsr assured the hc is operating normally and is only alerting the user to a problem with a bag. The tsr advised to setup again tonight and call at the time of the alarm if it happens again. There was patient involvement; however, no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. A customer contacted the baxter technical service center regarding ending therapy by forcing the door open on the homechoice (hc) device. The home patient (hp) originally had an issue with a check final line. The technical service representative (tsr) advised the hp to setup their therapy again and to call if the alarm reoccurs. Additional information: the reported issue was confirmed on the phone. The assignable cause was determined to be use error due to the hp forcing the door open to end therapy. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). This complaint for use error - reuse of single-use supplies is confirmed because it was reported in the event description that the user reused same supplies after changing the final bag. The assignable cause code was undetermined because even though the use error was identified, it is undetermined why the disposable was reused. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.